Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Customer blood glucose at time of incident was 50 mg/dl. Customers current blood glucose was unknown. Customer did not know that the suspend on low feature does not automatically turn on when leaving auto mode. Customer had been using insulin pump system with in 48 hours of low blood glucose event. Smart guard auto mode feature was not active at time of low blood glucose event. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.